Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the guide wire into the sheath was confirmed, as a black material was blocking the inner clear lumen. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The observed black material blocking the inner clear lumen was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
Additional clarification: the guide wire could not be inserted into the sheath.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a carotid artery angioplasty with stenting interventional procedure. Reportedly, despite several attempts, the guide wire could not be inserted into the device. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.